Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital due to the patient showing a heart rate below the implantable cardioverter defibrillator (ICD) programmed lower rate. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent capture and diminished sensing. Follow up was conducted and it was verified that no reprogramming has been completed at this time. The device and lead remain in use. No patient complications have been reported as a result of this event.